Event description:
Add'l info received on 1/29/2026 for mw5181578 to update MFR to unk.

Event description:
It was reported that the patient underwent a surgery due to unspecified reasons. No patient complications were reported in relation to this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).